Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin. The customer reloaded the cartridge and received an accurate fill estimate. The customer reported that due to consuming carbohydrates and not delivering a bolus on time, the customer experienced an elevated blood glucose (bg) level of 293 mg/dl. To address the bg level, the customer delivered a bolus.